Manufacturer narrative:
Date sent to the FDA: 06/11/2021. H6: appropriate term / code not available (e2402) utilized to capture infections (e19). Additional b5 narrative: it was reported that the patient experienced adhesions, infection following the surgery.

Manufacturer narrative:
Date sent to the FDA: 6/21/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the mesh was curled up and essentially is being pushed out of the abdominal cavity through this area with a sinus tract that is draining to the skin with some purulent drainage noted. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.